Event description:
It was reported that the zimmer skin graft mesher was not working properly. Through investigation, it was observed that the device had a bent comb. Despite multiple f/u attempts with the customer, no add'l info was able to be obtained regarding the reported event.

Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device is 8 years old and was last returned to the MFR for repair on (B)(4) 2012. Eval of the device determined that the comb was damaged and bent. It was also observed that the roller was gnarled and grooved and the left sliding pin was not locking. Four cutters were returned with device and no problems were found. A test mesh could not be performed due to the damage to the comb. The cause is likely the user not maintaining the device per proper handling instructions. The device was serviced and returned to the customer.